Event description:
At about 2 weeks after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed.

Manufacturer narrative:
Batch review performed on 03-apr-2025 lot 2410448: (B)(4) items manufactured and released on 29-aug-2024. Expiration date: 08-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2214395: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 18-sep-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.150dht acetabular shell ø50 two-holes t (k230011) lot 2402246: (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 25-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2425462: (B)(4) items manufactured and released on 06-nov-2024. Expiration date: 17-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.